Manufacturer narrative:
The reported event could be confirmed, since the device was returned and did not have the plasma coating as intended. Device inspection revealed the following: visual inspection of the returned device confirms the product to be catalog #: 200009902 ; inbone stem, tibial, base size, 18 mm, right & left ; lot/serial #: 1716575. Examination also confirms the plasma coating is missing around the entire medial section of the implant. Based on investigation, the root cause was attributed to manufacturing related issue. The failure was caused by a vendor not applying the plasma coating as intended and an inspector failing to identify this issue at incoming inspection. A non conformance report has been initiated to address this event a further investigate the problem.

Event description:
It was reported that the surgeon opened the implant into the sterile field and noted that it did not have plasma spray coating on it. The surgeon did not use the implant and opened up a backup implant which had the plasma spray coating and used it instead.

Event description:
It was reported that the surgeon opened the implant into the sterile field and noted that it did not have plasma spray coating on it. The surgeon did not use the implant and opened up a backup implant which had the plasma spray coating and used it instead.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.